Event description:
The affiliate reported that the valve was clogged with csf in the middle of the operation and it did not flow normally. After repeated attempts to get clarification of the event, it is unclear if a revision was required or if the event occurred intra-operatively without delay. As a conservative measure, a report is being filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.